Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose attributed to multiple accidental meal announcements followed by an unannounced meal while using the ilet, with subsequent outside injections of rapid-acting insulin in addition to automated corrections. Symptoms included hypoglycemia to 49 mg/dl and hyperglycemia to 240 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged time below and above range, with return toward range during the call as the algorithm delivered insulin. Investigation included review of synchronized device logs, education on learning phase, proper meal announcements, correction behavior, and planning for additional training with the trainer, with no alerts or alarms noted. Investigation of this case revealed user-related operational issues involving meal announcement behavior during the learning phase, with device algorithm and components functioning as designed and responding to glucose excursions when information was entered appropriately. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error mitigated by troubleshooting and education with assignment for additional training.